Manufacturer narrative:
Correction (g1) - contact office address: (B)(4). A batch record review indicates no discrepancies. A photograph has been received for this complaint, which was evaluated in accordance with wi-0359. There is a visible that the outer paper material is soiled. Batch record review was conducted resulting in following: uno drain fix s (25/200) ster int in question was manufactured under sap material ID 1301277 and manufacturing lot # 0e03453. The securement were produced, visually checked under subassembly lots 0c03769, 0c04763, 0c00590 on machine c080 and then packed in peelpacks (pouch) under lot 0e03453 in may 2020. Product manufactured on center c2 on machine p013, with total lot amount 92 (B)(4). Lot # 0e03453 was sterilized under lot 2173 ¿ 11137a and released based on the review of results of sterilization provided by sterilization company steris. All the results were within specification and products were released in compliance with sop-000801. The production process, in-process control, testing result, packaging of products run according to the process instruction pi41-017 for subassembly process drainfix. Visual inspection of securement products acc. To tm-296sk was performed by quality assistant on beginning of order, on beginning of every shift and after every hour. Packaging was done on machine p013 according to the process instruction pi41-013 for packing of sterile securements products. During packing process following tests are performed: burst test to evaluate strength of the weld, water leakage test for detection of holes in primary pack, peel test to check correct opening of the seal and 100% visual inspection for detection of any defects on packing. Based on the available record, all tests were performed, and all results were within specification. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lots. No similar complaint was received for affected lot and malfunction code. This complaint is associated with related event tw #(B)(4) opened on 27th of september 2019. Within the investigation was confirmed that the contamination has surfaced through the paper structure, but the fibers can be seen intact without degradation or dissolvement from the contaminant. Spectral analysis confirms that the source of the contamination is located inside the sterile barrier and that the contamination occurred from inside, specifically from the devices hydrocolloid material. Hydrocolloid material is a part of the drain-fix device. The investigation carried out by ccc r&d slovakia confirmed that the peel paper of drain-fix securement device was not affected by the contaminant and thus should have kept its sterile barrier. Based on above was determined that the issue is related to the hydrocolloid material behavior and the sterile barrier of device is not affected. It is a cosmetic issue only. During investigation ir-19-025-mic (version 1.0) were identified three root causes: rc1 - there is no barrier between paper and product. Rc2 - paper is not designed to be durable against pollution/contamination from the product. Rc3 - products are placed in not suitable way into peel packs. Investigation was reviewed and approved on crb c5/qa - mic held on (B)(6) 2019. Corrective and preventive actions are covered within CAPA tw1301702 paper packaging soiled opened on 13/nov/2019. CAPA is in progress and they were determined CAPA actions: to implemented changed assembly process of drain fix small and large new tool for assembly to be created. Drawings of drain fix small and drain fix large to be updated. Training of relevant operators on new versions of pi and drawings. Final version of CAPA plan (ver-1.0) was reviewed on ad hoc crb-c5/qa-mic meeting held on 15/nov/2019 and approved by meeting attendants. The investigation event tw (B)(4) has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site:3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 2 of 2. Complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product user facility that the product had "grease stains on the paper backing of the individual product sleeve. Complainant informs the grease-like substance appears to be coming from inside the packaging. Product has not been used as complainant wasn't able to trust the product sterility", no harm reported. A photograph depicting the reported complaint issue was received from the complainant. According to the complainant the storage conditions were optimal. Unable to give exact quantity of number of product affected. This emdr covers the unknown quantity for this lot.